Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the behavior could not be replicated. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736 (software version: 1.2.0) a1-a5). A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy during the case. There was a reported 4mm inaccuracy while navigating all instruments. It was noted that tracking was not an issue. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.